Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the instrument was inspected prior to use, and they noticed the wire steal in the wrist was broken. The issue was identified prior to starting - post-anesthesia. The instrument did not collide with any other instrument or tool during the procedure. There were no issues related to the opening/closing of the grips, to the left/right (yaw) motion of the grips, or to the up/down (pitch) motion of the wrist. One cable was visibly protruding from the distal end of the instrument. No further information is available.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a frayed grip cable at the distal idler pulley. Some filaments of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the large suturecut needle driver instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the steel wire on a large suturecut needle driver instrument was broken in the wrist. The procedure was completed with no reported injury.